Event description:
Procedure type: lap appendectomy. Patient gender: unknown. According to the reporter: trocar cracked on insertion. Opened up a new trocar. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. No pieces fell into the cavity and the incision size was not extended. No patient injury was reported. Patient status is fine.

Manufacturer narrative:
(B)(4).